Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited a gas capacity display anomaly (there was an 0.1l increase in reading per activation); gas capacity display (communication) error. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the device evaluation and investigation, the reported issue of every time the device gets activated, the reading value of the gas capacity display increases for 0.1l and a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.